Event description:
The facility reported to baxter canada, an colleague volumetric infusion pump, recently returned from baxter after the required fca upgrades, with many discharges to the battery threshold. Information was not provided regarding whether or not this event occurred during patient use. There was no information regarding patient injury or medical intervention necessary according to the hospital representative. No additional information or contact was provided. MDR being submitted for the colleague cx volumetric infusion pump, catalog number2m8161. Catalog number 2m9461, is the same as or similar to the us product code 2m8161.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes necessary. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Device being evaluated by foreign technical service.